Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2025 due to hyperglycemia event caused by a kinked cannula. The event occurred after three or more hours of insertion. The insertion site was the abdomen. The infusion set was in use for less than three days. The blood glucose level was over 600 mg/dl and the patient was found positive for ketones, identified as dangerous/life threatening. The patient was treated with insulin via md -multiple daily injections(insulin) in the hospital and released one week later. After hospitalization, the patient applied a new infusion set and resumed insulin successfully. No further information available.